Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: 18 days after the procedure. It was reported that 18 days post an uneventful left internal carotid artery stenting procedure, the pt experienced a stroke. Signs and symptoms included some slurring of words. There was no treatment provided. The condition is listed as continuing and improving. There was no additional info provided.

Manufacturer narrative:
There was no device malfunction reported. Stroke is a known potential adverse event associated with the use of this device, as listed in the xact instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.